Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose (bg) ranged from 30-39 mg/dl. Customer consumed carbohydrates to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.